Manufacturer narrative:
It was reported that a revision surgery was performed. The devices involved were all used in treatment. As of today, additional information has been requested for this complaint but have not become available. Without definitive part and lot numbers a complaint history and DHR review cannot be performed for the devices involved. Should the lot/batch/serial number become available at a later date then the complaint history task will be re-opened and completed. Smith and nephew has not received device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to an infection. A s&n sepctron and bhr cup were explanted along with a competitor liner (avantage). The joint was washed out with betadine, chlorhexidine and peroxide. An a cemented 49 polarcup and cpcs were implanted. The cement was augmented with antibiotics, and the doctor will remove these implants in approximately 12 weeks and performed a 2nd stage revision thr. The patient outcome is unknown.